Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. There was no reported impact to the customers blood glucose level. Reportedly the customer loaded a new cartridge onto the pump. Multiple attempts were made by tandem technical support to continue troubleshooting, but no response was received.